Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
Ventec received a copy of a voluntary medwatch report which advised of the following event: "the patient is using a react health v*home ventilator that is not alarming appropriately. This morning, the patient became disconnected from the ventilator on three separate occasions without any alarm activation.". There was patient involvement associated with the reported issue, however, there were no reports of patient harm. Ventec contacted the initial reporter and was advised that the patient was reconnected to the ventilator.